Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported: at a ondalspace springarm (ser. 3014h000255029; rev. 1844070) the c-ring loosened from the groove and the spring arm lowered for about 1.5 cm. Some cables were damaged due to this. The c-ring has been replaced about three years ago. No injury reported.

Event description:
Please refer to the initial-report.

Manufacturer narrative:
The affected ondal spring arm was examined by dräger service on site. In the special device solution, the spring arm is used as a ceiling support system for 2 monitors by anklin instead of a sola 500/700; this construction is only implemented once in the clinic. The reported problem could be confirmed. During the analysis it was determined that the circlip (c-ring) had come out of the groove of the peg receiver of the cantilever, causing the arm to slip and only be held by the internal cables. The affected circlip was optically examined by the manufacturer with a digital camera microscope. This visual inspection showed a considerable plastic deformation in the radial and axial direction. No design or manufacturing error was found. This excessive deformation over the elastic or reversible area indicates that the ring was excessively stretched during the assembly and thus plastically irreversibly deformed. It is therefore likely that the ring was not placed correctly in the provided pin groove due to the deformation which led to a dislodgement of the ring from the groove. The installation instructions include warnings to prevent damage to the safety ring during assembly. The spring arm including the retaining ring and the cable was replaced on october 10th and has been in operation again since then.